Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10: h10: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the twist clamp of a minicap transfer set. This was further described as ¿the dark blue part comes off/ springs¿. This occurred after the third use of the device for peritonea dialysis therapy. There were no cleaning solutions, solvents or disinfectants used on the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.